Event description:
It was reported that prior to a surgical procedure at the user facility, the device had particulate on the inside. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.

Event description:
It was reported that prior to a surgical procedure at the user facility, the device had particulate on the inside. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. H3 other text : discarded by user.